Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear of the insert and loosening of the tibial tray at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown. Osteolysis was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the tibial tray part and lot number combination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the insert was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). Unsuccessful attempts were made to try to obtain additional information. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.